Event description:
It was reported the pt is not receiving effective stimulation. An sjm rep met with the pt and a diagnostic of the pt's scs lead showed invalid contacts. Reprogramming did not resolve the issue. The pt has a f/u with a neurosurgeon to discuss her options in resolving the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.